Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the black plunger pieces of the product disintegrated, and fragments were introduced into the eye during vitreoretinal surgery. The surgery details and patient impact details were also unknown. Additional information was received indicating that oil was not infusing. While attempting to detach the item, the black rubber stopper began to break apart. The surgery was completed on the same day. No patient harm was reported.